Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/29/2025, it was reported by a sales representative via email that an ar-9563-40 5.5x40mm peripheral screw would not thread properly. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 10/7/2025: the patient underwent a reverse total shoulder arthroplasty procedure. The screw would not thread properly into an mgs baseplate. No breakage was reported, and no fragments were retained. To complete the case, an ar-9562-40nl. Non-locking compression screw was used. The surgery was not delayed, and no additional anesthesia was administered.

Event description:
Additional information received on 10/13/2025: the sales representative reported that the ar-9580-2410s univers revers modular glenoid system augmented baseplate was implanted in the patient. However, a new ar-9563-40 5.5x40mm peripheral screw was not threaded onto the baseplate.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to prying/leveraging the device and thus causing damage to the screw threads.